Event description:
It was reported that a vns pt was experienced painful stimulation in his neck. At first it was reported that lowering the output current to 1.0 ma resolved the pain. However, the physician also decided to send the pt for revision surgery due to the painful stimulation. Diagnostic testing showed vns to be functioning properly prior to the surgery. There had been no vns settings changed that preceded the onset of the pain. The explanted generator has been returned to the MFR and is undergoing analysis.